Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which revealed that the drip chamber was detached form the spike connector. The reported condition was verified. The cause of the reported condition was due to missing solvent between the drip chamber and the spike connector during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a plexitron solution administration set was detached from the drip chamber. This was identified when spiking a solution bag (unspecified). There was no patient involvement. No additional information is available.